Manufacturer narrative:
The returned paddle lead sc-8216-70 serial (B)(6) was returned and analyzed. Media and visual inspection revealed that multiple contacts of the paddle lead have been dislodged. It appears that excessive mechanical force was exerted onto the paddle lead, resulting in the dislodgement of the electrodes.

Event description:
It was reported that patient experienced inadequate stimulation from their spinal cord stimulation (scs) system. It was noted that the scs lead displayed high impedance readings. The patient underwent a revision procedure in which the lead was replaced. During the surgery the physician noted that six of the contacts in the middle of the lead were fractured and became loose from the lead. The physician assessed that the contacts were fractured prior to the surgery. A few of the contacts were retrieved, and all contacts were removed from the patient. No additional adverse patient effects were reported. The patient was doing well postoperatively.

Event description:
It was reported that patient experienced inadequate stimulation from their spinal cord stimulation (scs) system. It was noted that the scs lead displayed high impedance readings. The patient underwent a revision procedure in which the lead was replaced. During the surgery the physician noted that six of the contacts in the middle of the lead were fractured and became loose from the lead. The physician assessed that the contacts were fractured prior to the surgery. A few of the contacts were retrieved, and all contacts were removed from the patient. No additional adverse patient effects were reported. The patient was doing well postoperatively.